Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the recharge antenna failed with a "no device found" message. The recharge antenna failed the rms voltage at the h field probe. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that pt said since they were implanted, they turn the stimulation off so the ins charges faster but when they go to turn the stimulation back on, they have to take the battery out of the controller to reset and then they can get the stimulation to turn on. Pt said they were able to deal with that but now for the last 3 or 4 months, they were also having issues connecting when trying to recharge their ins. Pt said it took them almost an hour to find a connection and start recharging the ins. Pt inspected the rtm and controller port; pt said the rtm had some damage along the cord and gets hot while recharging and pt also said the controller port pins were not shiny at all. Pt mentioned that the black casing on the li battery was scuffed but did confirm it was still recharging from the ac power. An email was sent to the repair department to replace the controller and rtm.